Event description:
It was reported that a cassette error occurred during testing. There was no patient involvement. Evaluation of the returned device identified a defective latch lock sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The reported issue was confirmed and the latch lock flex sensor was found to be defective. The latch lock flex sensor was replaced to address this issue.